Event description:
It was reported by the sales rep, that two t2 nails were broken during a surgery. The fracture happened in the proximal side, where the connection with the instrumental is. Also, in the same surgery, the compression screw failed, because it didn't match with the nail. Both implants will be sent to the plant.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the humeral nail t2 humerus ø7x260 mm, the humeral nail t2 humerus ø8x260 mm and the compression screw, advanced t2 humerus ø6x13.5 mm to be the subject products. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The items reported were documented as faultless prior to distribution. As the items were not returned, a physical examination could not be carried out. The reported event (¿2 nails were broken during a surgery. Compression screw failed¿) could not be confirmed. Further information regarding the event was not provided. From previous cases we have known that a damage of the nail reception may occur when the nail is fixed onto the target device in a wrong position, i.e. That the pegs of the nail adapter had been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail. Reattachment of the target device to the nail after inserting the compression screw is described in detail in the ¿t² humeral nailing system op-technique¿ in chapter advanced locking mode. Furthermore the breakage of the nail reception might occur when the nail holding screw was not sufficiently tightened during rotating the target device in order to advance the nail to its desired position as a positive (frictional) connection between nail and nail adapter was not achieved. Nevertheless as the products were not received for evaluation, an exact root cause could not be determined. Based on the limited information and referring to that no deviation was found in the manufacturing documents a deficiency in the nails and in the screw in question was not verified. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was never returned.

Event description:
It was reported by the sales rep, that two t2 nails were broken during a surgery. The fracture happened in the proximal side, where the connection with the instrumental is. Also, in the same surgery, the compression screw failed, because it didn't match with the nail. Both implants will be sent to the plant.